Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient blood was drawn into the cardiosave intra-aortic balloon pump (iabp) due to iab rupture. There was no patient harm reported.

Manufacturer narrative:
Corrected fields:e1(event site postal code:(B)(6), event site state:(B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.